Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. The customer's blood glucose was 290 mg/dl at the time of admission. The customer reported experiencing shortness of breath and pressure at their chest. The customer was treated for their blood glucose at the hospital. Customer also reported deep scratches on the insulin pump's screen. Customer reported dropping the insulin pump several times. It was also found the insulin pump was dropped in the water previously. Customer's current blood glucose was 269 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.